Manufacturer narrative:
Device history record review: the DHR shows no abnormalities related to the reported failure. The mayfield ultra base unit (a2101) was returned for evaluation. Complaint confirmed via inspection of the unit. The shock cushion and ¼ inch pin were replaced due to being worn. The 6-inch transition was replaced due to having worn teeth. The adjustment wrench was replaced because of worn threads. General maintenance and cleaning is required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the a2101 mayfield ultra base unit would not lock. It was also reported that there was no patient involvement.